Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller reported that the patient's previous right side implant was implanted in (B)(6) 2016. The caller stated that the patient got infected 3 months after it was put in and by "(B)(6) 2017 the implant was very infected so it had to be taken out on (B)(6) 2017, so the implant didn't last long." The patient said maybe the patient picked up bacteria from living in the assisted living home. There were no further complications reported.